Event description:
Reporter alleged recent high blood glucose readings, however, had no symptoms at the time, but, obtained discrepant results, when going to the clinic to have glucose tested. Customer stated the clinic measured 158 mg/dl back to back with a result of 346 mg/dl on customer's meter, along with another result of 155 mg/dl on the clinics meter versus 355 mg/dl for customer's reading. Customer indicated all tests were performed within 10 minutes. As a result of the comparisions, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.